Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that no irrigation perfusion came through the tip of the catheter. In relation to a pulse field ablation (pfa) procedure using a farawave catheter, no irrigation perfusion was observed from the tip of the device. The timing of the event and the resolution of the catheter issue is not available. The outcome of the procedure was not available either, but no patient complications occurred. The device is not expected to be returned for analysis due to disposal.